Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a broken thread between collection bag and eds3 drainage system. The issue happened when changing the collection bag and the drainage system had to be replaced on (B)(6) 2022 which took 20 minutes and patient care was delayed 1 hour.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10. The eds3 drainage system was returned for evaluation: failure analysis - eds iii without collection bag was returned for investigation. Eds was visually inspected, the connector from the drip chamber to the collection bag was broken, stress marks were noted in the in the connector this is probably due to atypical force when connecting the collection bag. The eds was leak tested failed, leaked from the cracked connector. The current quality inspection for these assemblies is established to 100% test for leaks and blockage. The root cause of the problem reported by the customer is probably due to users error by using atypical force when attaching the collection bag, as noted in the IFU ¿finger tighten only when attaching devices¿.

Event description:
N/a.